Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The lesion was located in the right superficial femoral artery (sfa) which was 99% stenosed and severely tortuous. The physician advanced the 3.0 x 20/135 (4f) sterling monorail balloon catheter to the lesion and inflated the balloon three times to 6atm, on the third inflation the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).